Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024, the one infusion set tubing was leaking at the site and infusion set is long for 48 hours. The blood glucose level was 280 mg/dl. No further information available.